Event description:
For the past few weeks, I have noticed that the piston syringes are not working correctly. They lose their seal after 40-50 ml and the medication leaks out both ends. I never spoke with anyone about this until today when I found out that he entire unit has been having this issue for the past several weeks including leaking medications and tube feeds on the floors and all over the patients. The syringe appeared to get a little larger in diameter at the end, which diminished suction and allowed for leakage.